Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-aug-2023. The device evaluation was completed on 11-aug-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed toward the end of the procedure. They reported that the patient's blood pressure dropped and they discovered the pericardial effusion under an intracardiac echocardiogram when in the right ventricular outflow tract (rvot). The pericardial effusion was confirmed on both the intracardiac echocardiogram and the transthoracic echocardiogram. The physician performed a pericardiocentesis with a drain and removed 1000 cc's of fluid. The patient is now in stable condition. The decanav catheter (catalog number: r7f282ct / lot #: 31015818m) was used at the beginning of the procedure (pre-adverse event). The ice catheter and the ablation catheter were in the body at the time of the pericardial effusion discovery. They were unable to provide the ice catheter information. Additional information was received. It was discovered during mapping. Physician¿s opinion on the cause of this adverse event was the procedure; md had an agilis in the rvot with the thermocool® smart touch® sf bi-directional navigation catheter. Pericardiocentesis was done. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event as she was in the critical care unit (ccu). Relevant tests/laboratory data- inr of 2.1.. Thermocool® smarttouch® sf catheter was used. All force visualization features were used. Visitag module was used, parameters for stability used was 2/3. Additional filter used with the visitag was force/time. Color options used prospectively was imp. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the mapping. Irrigated catheter was used in the event, the flow setting was standard sf. Visitag module was used, parameters for stability used was 2mm/3sec 3g/25%.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30974776l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).